Event description:
(B)(4) study. Same case as MFR ID#: 2134265-2011-04229. Same patient as MFR ID#: 2134265-2010-05929, 2134265-2011-02101. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to ccs class ii stable angina. Cardiac catheterization revealed two target lesions. The first was a 99% stenosed and 5.4mm long de novo lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.3mm and timi-2 flow. This was treated with predilation and placement of a 3.5x12mm taxus liberte stent and post dilation resulting in 50% stenosis and timi-3 flow. The second was a 75% in stent restenosed and 7mm long lesion located in the mid rca with a reference vessel diameter of 3.2mm and timi-3 flow. This was treated with direct stent placement of a 3.5x20mm taxus liberte stent and post dilation resulting in visually 0% residual stenosis (25% per core lab analysis) and timi-3 flow. The patient was discharged without complications one day later on aspirin and ticlopidine hydrochloride. (B)(6) 2011: cardiac catheterization revealed restenosis in the proximal rca without ischemic symptoms. The lesion was 86% stenosed, 9.2mm long with a target lumen diameter of 3.0mm and minimum lumen diameter of 0.5mm and timi-2 flow. The lesion was treated with deployment of a non-bsc drug eluting stent resulting in 0% residual stenosis, target and minimum lumen diameter of 3.0mm and timi-3 flow. The event outcome is reported to be "improved". The patient was discharged one day later.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported at the time of the event, the target lesion was 10mm long, visually 99% stenosed with a reference vessel diameter of 3.5mm. It was previously reported that lesion was 9.2mm long with a references vessel diameter of 3.0mm. Core lab analysis indicated the lesion was 86% stenosed.

Manufacturer narrative:
Patient sex: corrected from m to f. (B)(4).